Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they bumped the insulin pump. The customer's blood glucose was 28 mmol/l at the time of incident. The customer's blood glucose was 11.2 mmol/l at the time of call. The customer mentioned that the motor was making noises. The customer stated that they performed self-test and the insulin pump passed. The customer stated that the insulin did exit with plunger push. The customer stated that the drive support cap was normal. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.